Event description:
Information received from the field notes that the patient became symptomatic and was admitted to the hospital. The device could not be interrogated and no output was observed. Emergency vvi and return to standard were unsuccessful. The patient's native rhythm was 28-30 bpm.